Event description:
Boston scientific received information that this programmer (prm) was returned for analysis testing with no reported field allegations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the prm was performed. Internal shorting was confirmed within the internal components of the device. Due to the short the component was melted and was not able to be repaired.